Event description:
Four abutment screws have fractured inside the implants. The surgeon then had to perform an add'l surgical procedure to remove the abutment screws from the implants. The implants are still in the pts mouth. Pt injury has not been reported.